Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") and menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation, abnormal bleeding (vaginal, menorrhagia)") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for preventing pregnancy: loesatrin24 from june 2010 to september 2010, trisprintec in 2008, kariva-28 from 2007 to 2008 and trivora-28 in 2007. Concurrent conditions included fibroids, uterine leiomyoma, malaise, light-headed, paresthesia, hypokalemia and gastroesophageal reflux disease. In june 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 month 9 days after insertion of essure, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2011, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type:"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain, dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced nausea ("nausea") and hormone level abnormal ("hormonal changes"). On (B)(6) 2012, the patient experienced weight decreased ("weight loss"). On (B)(6) 2012, the patient experienced fatigue ("chronic fatigue"). In february 2013, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy") with rash and urticaria. On an unknown date, the patient experienced abdominal pain ("severe abdominal cramping, even when not menstruating"), abdominal pain lower ("lower abdominal pain, even when not menstruating"), arthralgia ("hip pain, even when not menstruating"), menstrual disorder ("abnormal menstruation"), dyspareunia ("painful intercourse"), rash erythematous ("rashes / patches of skin resembling burn marks"), rash papular ("skin bumps / skin redness"), pruritus ("itching"), dry skin ("dry skin"), blister ("blisters"), uterine leiomyoma ("uterine fibroids / leiomyomata,"), migraine ("migraines / headaches"), headache ("migraines / headaches"), vaginal discharge ("vaginal discharge"), eating disorder ("difficulty eating"), ovarian cyst ("left ovarian cyst"), mood swings ("mood swings"), eczema ("eczema") and pelvic adhesions ("left tube contains adhesions"). The patient was treated with surgery (on (B)(6) 2016 bilateral salpingectomy and on (B)(6) 2016 total hysterectomy) and surgery (ablation in 2012 (dilatation and curettage)). Essure was removed on 29-jun-2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, alopecia, fatigue, depression, vaginal haemorrhage, female sexual dysfunction, nausea, vaginal discharge, anxiety, ovarian cyst, mood swings and pelvic adhesions had resolved, the abdominal pain, abdominal pain lower, arthralgia, menstrual disorder, dyspareunia, rash erythematous, rash papular, pruritus, dry skin, blister, uterine leiomyoma, migraine, headache, hypersensitivity, hormone level abnormal and eczema outcome was unknown and the weight decreased, allergy to metals and eating disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, blister, depression, dry skin, dysmenorrhoea, dyspareunia, eating disorder, eczema, fatigue, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, ovarian cyst, pelvic adhesions, pelvic pain, pruritus, rash erythematous, rash papular, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: on (B)(6) 2016, the patient was admitted to the hospital to undergo a bilateral salpingectomy. However, as the operation got underway, her physicial realized that removal of essure device could not be accomplished solely via salpingectomy, but that a hysterectomy would need to be performed, as well. Accordingly, after removing the fallopian tubes, her physician stopped the surgery so that she could obtain a patient's consent to perform the additional surgery. Thereafter, on (B)(6) 2016, the patient underwent a total hysterectomy, during which her uterus and cervix were removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. On the right tube there were two coils seen outside and on the left tube there were 3 coils seen outside. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes ultrasound scan - on (B)(6) 2015: positive for multiple fibroid tumors concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records: depression, fatigue, pelvic pain, weight decreased, abdominal pain, allergy to metals and vaginal haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, historical drug added, event added as :- anxiety, left ovarian cyst, mood swings, rashes on face, urticarial, eczema, left tube contains adhesions. Event oucome for events nausea, vaginal discharge, fatigue, dysmenorrhea, hair loss, pelvic pain, vaginal haemorrhage, menorrhagia, apareunia, left tube containes adhesionupdated from unknown to recovered/resolved. Weight loss updated from unknown to not recoved not resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") and menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation, abnormal bleeding (vaginal, menorrhagia)") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for preventing pregnancy: loesatrin24 from june 2010 to september 2010, trisprintec in 2008, kariva-28 from 2007 to 2008 and trivora-28 in 2007; for an unreported indication: aviane from(B)(6) 2010 to (B)(6) 2011, yaz from 2005 to june 2011, hydroxyzine hcl in 2011, relpax from (B)(6) 2011 to june 2011, velvet in 2008, vitamin d and triphafil. Concurrent conditions included fibroids, uterine leiomyoma, malaise, light-headed, paresthesia, hypokalemia, gastroesophageal reflux disease and anemia. In june 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 month 9 days after insertion of essure, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2011, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type:"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain, dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced nausea ("nausea") and hormone level abnormal ("hormonal changes"). On (B)(6) 2012, the patient experienced weight decreased ("weight loss"). On (B)(6) 2012, the patient experienced fatigue ("chronic fatigue"). In february 2013, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy") with rash and urticaria. On (B)(6)2016, the patient experienced uterine leiomyoma ("uterine fibroids / leiomyomata"). On an unknown date, the patient experienced abdominal pain ("severe abdominal cramping, even when not menstruating"), abdominal pain lower ("lower abdominal pain, even when not menstruating"), arthralgia ("hip pain, even when not menstruating"), menstrual disorder ("abnormal menstruation"), dyspareunia ("painful intercourse"), rash erythematous ("rashes / patches of skin resembling burn marks"), rash papular ("skin bumps / skin redness"), pruritus ("itching face"), dry skin ("dry skin"), blister ("blisters"), migraine ("migraines / headaches"), headache ("migraines / headaches"), vaginal discharge ("vaginal discharge"), eating disorder ("difficulty eating"), ovarian cyst ("left ovarian cyst"), mood swings ("mood swings"), eczema ("eczema"), pelvic adhesions ("left tube contains adhesions") and rhinitis allergic ("allergic rhinitis"). The patient was treated with surgery (on (B)(6) 2016 bilateral salpingectomy and on (B)(6) 2016 total hysterectomy) and surgery (ablation in 2012 (dilatation and curettage)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain, abdominal pain lower, arthralgia, menstrual disorder, dyspareunia, rash erythematous, rash papular, pruritus, dry skin, blister, alopecia, fatigue, uterine leiomyoma, depression, female sexual dysfunction, migraine, headache, nausea, vaginal discharge, hypersensitivity, hormone level abnormal, eating disorder, anxiety, ovarian cyst, mood swings, eczema, pelvic adhesions and rhinitis allergic had resolved and the allergy to metals and weight decreased had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, blister, depression, dry skin, dysmenorrhoea, dyspareunia, eating disorder, eczema, fatigue, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, ovarian cyst, pelvic adhesions, pelvic pain, pruritus, rash erythematous, rash papular, rhinitis allergic, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: on (B)(6) 2016, the patient was admitted to the hospital to undergo a bilateral salpingectomy. However, as the operation got underway, her physical realized that removal of essure device could not be accomplished solely via salpingectomy, but that a hysterectomy would need to be performed, as well. Accordingly, after removing the fallopian tubes, her physician stopped the surgery so that she could obtain a patient's consent to perform the additional surgery. Thereafter, on (B)(6) 2016, the patient underwent a total hysterectomy, during which her uterus and cervix were removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. On the right tube there were two coils seen outside and on the left tube there were 3 coils seen outside. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes ultrasound scan - on (B)(6) 2015: positive for multiple fibroid tumors nortel and triphafil were also used as historical drugs concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records: depression, fatigue, pelvic pain, weight decreased, abdominal pain, allergy to metals and vaginal haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, event added- rhintitis allergic. Event updated-from itching to itching face. Outcome of the events updated, concomitant disease and historical drug added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") and menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation, abnormal bleeding (vaginal, menorrhagia)") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids, uterine leiomyoma, malaise, light-headed, paresthesia, hypokalemia and gastroesophageal reflux disease. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 month 9 days after insertion of essure, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2011, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type:"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain, dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced nausea ("nausea") and hormone level abnormal ("hormonal changes"). On (B)(6) 2012, the patient experienced weight decreased ("weight loss"). On (B)(6) 2012, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain ("severe abdominal cramping, even when not menstruating"), abdominal pain lower ("lower abdominal pain, even when not menstruating"), arthralgia ("hip pain, even when not menstruating"), menstrual disorder ("abnormal menstruation"), dyspareunia ("painful intercourse"), rash erythematous ("rashes / patches of skin resembling burn marks"), rash papular ("skin bumps / skin redness"), pruritus ("itching"), dry skin ("dry skin"), blister ("blisters"), uterine leiomyoma ("uterine fibroids"), depression ("depression"), migraine ("migraines / headaches"), headache ("migraines / headaches"), vaginal discharge ("vaginal discharge") and eating disorder ("difficulty eating"). The patient was treated with surgery (on (B)(6) 2016 bilateral salpingectomy and on (B)(6) 2016 total hysterectomy) and surgery (ablation in 2012 (dilatation and curettage)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, abdominal pain lower, arthralgia, menstrual disorder, dyspareunia, rash erythematous, rash papular, pruritus, dry skin, blister, alopecia, fatigue, weight decreased, uterine leiomyoma, depression, vaginal haemorrhage, female sexual dysfunction, migraine, headache, nausea, vaginal discharge, hypersensitivity and hormone level abnormal outcome was unknown and the allergy to metals and eating disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, blister, depression, dry skin, dysmenorrhoea, dyspareunia, eating disorder, fatigue, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pruritus, rash erythematous, rash papular, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: on (B)(6) 2016, the patient was admitted to the hospital to undergo a bilateral salpingectomy. However, as the operation got underway, her physicial realized that removal of essure device could not be accomplished solely via salpingectomy, but that a hysterectomy would need to be performed, as well. Accordingly, after removing the fallopian tubes, her physician stopped the surgery so that she could obtain a patient's consent to perform the additional surgery. Thereafter, on (B)(6) 2016, the patient underwent a total hysterectomy, during which her uterus and cervix were removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. On the right tube there were two coils seen outside and on the left tube there were 3 coils seen outside. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes. Ultrasound scan - on (B)(6) 2015: positive for multiple fibroid tumors . Concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records: depression, fatigue, pelvic pain, weight decreased, abdominal pain, allergy to metals and vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs and mr received: new reporters, patient demographic information, product indication, lot no, new events vaginal haemorrhage, female sexual dysfunction, migraine, headache, nausea, allergy to metals, vaginal discharge, hypersensitivity, hormone level abnormal added. Outcome for the events allergy to metals and eating disorder added as not recovered / not resolved. On 1-mar-2018: reporters added and updated patient demographics. Concomitant disease were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain ("severe abdominal cramping, even when not menstruating"), abdominal pain lower ("lower abdominal pain, even when not menstruating"), arthralgia ("hip pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dyspareunia ("painful intercourse"), rash erythematous ("rashes / patches of skin resembling burn marks"), rash papular ("skin bumps / skin redness "), pruritus ("itching"), dry skin ("dry skin"), blister ("blisters"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight decreased ("weight loss"), uterine leiomyoma ("uterine fibroids") and depression ("depression"). The patient was treated with surgery (on (B)(6) 2016 bilateral salpingectomy and on (B)(6) 2016 total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, abdominal pain lower, arthralgia, menorrhagia, menstrual disorder, dyspareunia, rash erythematous, rash papular, pruritus, dry skin, blister, alopecia, fatigue, weight decreased, uterine leiomyoma and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, blister, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, pruritus, rash erythematous, rash papular, uterine leiomyoma and weight decreased to be related to essure. The reporter commented: on (B)(6) 2016, the patient was admitted to the hospital to undergo a bilateral salpingectomy. However, as the operation got underway, her physicial realized that removal of essure device could not be accomplished solely via salpingectomy, but that a hysterectomy would need to be performed, as well. Accordingly, after removing the fallopian tubes, her physician stopped the surgery so that she could obtain a patient's consent to perform the additional surgery. Thereafter, on (B)(6) 2016, the patient underwent a total hysterectomy, during which her uterus and cervix were removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.